Event description:
It was reported that during a right half-colectomy procedure, half of the anastomosed tissue was unstapled. Also, there was a hole, which was made when the device was inserted to the colon. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.